Event description:
Patient reported experiencing too high blood glucose levels ranging 400- 500 mg/dl; took correction via pump and accessories change but no success. Patient alleges the pump delivers too low insulin. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.